Event description:
It was reported that while using the surgical fiber during a prostate procedure, "vaporization efficiency diminished." The procedure was completed during a second fiber. There was "no damage to the pt."

Manufacturer narrative:
Fiber analysis: the fiber exhibited a circumferential fracture of glass cap distal to fiber/cap fusion zone. The fiber proximal to fracture can rotate independently of metal cap. The metal cap exhibits devitrification at the output window, and white crystalline residue at the glass cap tip. The identified issues noted above may activate the fiberlife function which would be placed into standby mode. Based on the analysis above, the potential for forward firing may exist. The most probable root cause of device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.